Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time.**update**01/08/2013-medical records were obtained. Operative records indicated patient had a failed closed reduction due to dislocation on (B)(6) 2008 and then was revised on (B)(6) 2008 due to dislocation and possible loosening of the stem.

Manufacturer narrative:
Update - (B)(4) 2013 - medical records were obtained. Operative records indicated patient had a failed closed reduction due to dislocation on (B)(6) 2008 and then was revised on (B)(6) 2008 due to dislocation and possible loosening of the stem. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.